Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that while changing infusion set, a piece of reservoir compartment broke off. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, and reservoir tube cracked.